Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed a pump jam error message. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
H3: evaluation anticipated, but not yet begun.